Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to almost 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also stated that the patient could smell and feel insulin on there skin. As treatment, the patient resumed treatment on a new pod.

Manufacturer narrative:
No bends, kinks, or damages were observed on the soft cannula. No leaks were observed during a leak test. No problem was found that would contribute to the reported events. The pod was unable to be downloaded under its own power due to corrosion on the pcb. The pod was then hooked up to the source meter for a power source and was still unable to connect to the master pdm. The pcb was then removed from the pod chassis and the corrosion was cleaned off using alcohol. Cleaning the corrosion had no effect and the pod was still unable to pair to the master pdm. Data was not able to be attained. Corrosion was observed on the top and bottom housing, pcb, chassis, and bottom battery. This corrosion contributed towards the observed low voltages in bottom and middle batteries and the data loss.